Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastric sleeve procedure, while on stomach the stapler was able to be fired but four of the cartridges did not formed the b shape correctly and the staple line was also incomplete proximally. The jaws of the device locked on tissue and the stapler broke off from the handle. A new reload and handle was used to fix the staple line and the jaws from being locked. The patient experienced unanticipated tissue loss and damage and the doctor had to perform a gastric bypass instead a gastric sleeve.